Event description:
High impedance was observed and patient was referred for a full revision. The physician's office has requested for x-rays and reported the impedance to be greater than 10,000 ohms. No known surgical interventions have occurred to date.

Event description:
Patient underwent generator replacement surgery. The surgeon and tc could not replicate reported high lead impedance with both generators (prior to replacement and after) despite multiple diagnostics and lead manipulation. Patient reported having a tickling sensation in pocket over the last year. The lead was not replaced. The explanted generator has not been received to date.

Event description:
The explanted generator was received. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the lab. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path from the generator through body fluids, (addressing the allegations of ¿high impedance¿). The pulse generator diagnostics were as expected for the programmed parameters. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator was programmed to the ¿as received¿ parameter settings, and the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal, and demonstrated that the device provided the expected level of output current for the entire monitoring period. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications . There were no performance or any other type of adverse conditions found with the pulse generator.